Manufacturer narrative:
Reportable near incident identified. Investigation in progress.

Event description:
This serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 09/jun/2026 from a consumer through diamed ((B)(4)). This case report concerns a 49-year-old female patient, who applied thermacare neck shoulder wrist 12 hour (lot number: ga1491, expiration date: jan-2028) for unknown indication. Concomitant medication(s): unknown. Medical history: unknown. On (B)(6) 2026, after thermacare neck shoulder wrist 12 hour initiation, the patient complained about burns second degree. The patient developed burn blisters on her shoulder and neck for the first time on (B)(6) 2026. The patient stated that she applied the patch directly to her skin first thing in the morning on (B)(6) 2026. After removing the patch, she applied weleda combudoron gel (ethanol, extract of arnica montana and urtica urens). There were still two intact blisters left; three bursts on (B)(6) 2026. Furthermore, the patient stated that it still hurt. In addition, the patient stated that she had never had any problems with the patches before. Outcome: burns second degree: not recovered/not resolved/ongoing. The action taken in response to the events for thermacare neck shoulder wrist 12 hour was withdrawn. Angelini medical assessment: the pi of thermacare neck shoulder wrist 12 hour mentions that burn blisters could be an adverse event of this medical device. Dechallenge and rechallenge were not applicable. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist 12 hour and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible the expected date of the next report is (B)(6) 2026.